Event description:
A falsely elevated ctni result of 15.38 was obtained on the stratus cs, located in the emergency department. The sample was sent to the lab for testing and a result of 0.0 ng/ml was obtained. There was no treatment based on the erroneous result. However the pt was admitted to the ICU and treated for a pulmonary embolism. There was no adverse health effects to the pt due to the erroneous result being reported to the physician. It is unclear whether the erroneous result was related to the instrument. The instrument log shows error which occurred earlier in the day and were resolved. The possiblity of fibrin in the sample cannot be ruled out.